Manufacturer narrative:
Date of event is estimated patient weight is unknown additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000139497. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead (a) did not identify any broken internal wires. Both of the lead segments (stim and terminal end) passed continuity check from contacts to corresponding bare wires and no opens were found. The root cause of the reported ineffective therapy is unknown.